Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Ventricular fibrillation / hemodynamic instability: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: an 81-year-old male with a history of acute myocardial infarction and cardiogenic shock (scai stage d) was supported with an impella 5.5 device (sn (B)(6) implanted via direct right aortic surgical access on (B)(6) 2026 at 21:50. During support, the patient developed frequent premature ventricular contractions (pvcs) and nonsustained ventricular tachycardia requiring initiation of a lidocaine infusion. An echocardiogram performed on (B)(6) 2026, showed the impella positioned 5.7cm from the aortic valve to the mid inlet, raising concern for the device being too deep and potentially contributing to the ventricular arrhythmias. The clinical plan was to reposition the pump under echocardiographic guidance. On (B)(6) 2026, the patient experienced two episodes of ventricular fibrillation arrest. Bedside transthoracic echocardiography revealed the impella to be positioned too shallow. The treating physician advanced the device and repositioned it away from the mitral valve apparatus, after which the ventricular fibrillation resolved. The patient remains critically ill and on impella support with explant pending. The ventricular fibrillation could be attributed to the patient¿s underlying critical condition however the device remains in use, and further evaluation¿including data download and returned product analysis¿is required to assess whether device performance or clinical factors contributed to the events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.